Manufacturer narrative:
Exact patient age is unknown but is (B)(6). (B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6), 2011. According to the complainant, resistance was met while advancing the guidewire at the patient's papilla. When the physician attempted to force the guidewire to advance, it was noted that the cut wire was protruding from the tip of the device. The cut wire was not detached from the tip. The device was removed and the procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the distal tip including the extrusion and exposed cutting wire were bent/kinked. A functional evaluation was performed by inserting a 0.035" jagwire guidewire through the device. After initial advancement through the introducer and working length, it was difficult to advance the guidewire through the device near the distal tip due to the bent/kinked extrusion. During manufacturing, the sphincterotome devices are 100% inspected and the bent/kinked extrusion and cutting wire are likely due to customer usage/procedural factors. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed no similar complaints for the specified batch.

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2011. According to the complainant, resistance was met while advancing the guidewire at the patient's papilla. When the physician attempted to force the guidewire to advance, it was noted that the cut wire was protruding from the tip of the device. The cut wire was not detached from the tip. The device was removed and the procedure was completed with another jagtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.